Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support arranged for the pump to be replaced, and the customer planned to use multiple daily injections as backup therapy. The caller understood how to put the pump into storage mode and agreed to return the defective pump using a pre-paid label.